Event description:
Additional information was received from the manufacturer representative and the health care provider that reported that the patient was doing well and that they were able to program around the electrodes and the patient was receiving good coverage and effective therapy. There are no plans for any other interventions.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I. It was reported that on (B)(6) 2016 the patient was getting intermittent stimulation and claimed that the device turned off. It was unknown what led to the intermittent stimulation. An impedance check showed that electrodes 0 and 1 were out of range. Reprogramming was done around the out of range contacts. The patient was still getting adequate coverage and pain relief. The patient was going to see if the intermittent stimulation and the device turning off occurred again. At the time of the report it was unknown whether the issues returned or if the issues had resolved with the reprogramming; therefore the future actions and troubleshooting were also unknown. The cause was thought to be the impacted contacts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.